Event description:
It was reported approximately 6 months post implant that an extravascular implantable cardioverter defibrillator (ev-ICD) experience d device dislodgment as observed on an x-ray. There was a high voltage lead impedance issue where the impedance has been gradually increasing and then a jump was noted on may 2, where impedance was greater than 250 and a high voltage impedance alert was triggered. It is suspected that the device dislodgment caused the high voltage impedance issue as the tissue around the device changed. Additionally, it was noted that during the defibrillation threshold testing (dft), with sensitivity at 0.45, there was a problem with undersensing on the extravascular (ev) lead, the sensitivity was then changed to 0.15 and the device had proper detection of all ventricular fibrillation beats. The ev-ICD and ev-lead remain in use and the patient was provided with a lifevest. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated the impedance of the extravascular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was rising. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory also indicated the impedance of the extravascular pacing lead was beyond the expected upper range, the impedance trend of the extravascular pacing lead was rising, and oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a pocket revision was done and slight displacement of the device to the posterior did not show a significant change in the high voltage electrode impedance (190 ohms), a subsequent defibrillation test with 30j and 40j failed. The patient had to be defibrillated externally 3 times with 200 j biphasic before a normal sinus rhythm set in. It was noted that in a CT (computerized tomography) a lot of fat between the electrode and the heart is very noticeable. The ev-ICD and ev-lead were explanted. No patient complications have been reported as a result of this event.